Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10 it was reported that the device had low speed. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during kit inspection the handpiece appears to have low speed while depressing the throttle. There was no patient involvement and no impact to user. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . E1 telephone number: (B)(6). G2 foreign: taiwan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.